Manufacturer narrative:
(B)(4). No conclusion code available. The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and the output circuit was noted to be damaged. An arc mark was found on the device can; further analysis indicated the presence of lead material. The cause of the output anomaly was a lead anomaly.

Event description:
It was reported that during follow-up in clinic, an alert of possible output circuit damage was observed. Aborted charges were also noted. Capacitor maintenance could not be evaluated due to alert message. Review of session records revealed one vf episode for which device delivered an ineffective shock and subsequent shocks could not be delivered. Device and lead damage was suspected. Device was explanted and replaced. Patient&#38112;condition was stable after the procedure.